Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 1400 mg/dl. The customer was not able to come to the phone for troubleshooting. The diabetes consultant was contacted in order to set up add'l training for the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.